Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v564087, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported the patient stated her interstim was removed, but her leads remained. It was noted the date of the explant was (B)(6) 2015. The patient mentioned that her interstim was removed because it did not work, and she was as bad as she was without it. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer on february 16th reported they never could make it work to satisfaction. The patient stated the logic didn¿t make sense to use, it was too complicated. The patient stated from the beginning they were instructed while still sedated after the surgery to install. The patient stated later instructed still didn¿t help relive their frequency or urgency or control. The patient noted it was no better off with it, no worse off without it. The patient noted it was installed (B)(6) 2010 and the device was removed on (B)(6) 2015. The patient stated they were never able to make it work for them and it kept them from having a MRI for any testing. The patient noted their healthcare professional (hcp) decided to remove it so they could have a MRI if needed. The patient noted they didn¿t know the lead was left in. The patient stated they never saw the lead again and never asked him what he did with it until they went for an MRI and the operator asked about. The patient didn¿t know about the lead, so they had an x-ray and saw the lead was in place, so they had a CT scan instead. The patient noted the hcp kept the ins or whatever. The patient noted they called the hcps office to see if the lead could be removed, so they could have MRI if needed. The patient stated the written response was: the removal would to go in extensive surgery and the hcp wouldn¿t be recommend it. There were no further complications that have been reported as a result of this event.